Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a surgical procedure, the bur broke. It was further reported that no additional information is known in relation to this event.

Manufacturer narrative:
The bur reported involved with this event was not available for evaluation. As a result a determination of the cause of the event was not possible. Lot number information has not been provided to permit further investigation on manufacturing records. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, the bur broke. It was further reported that no additional information is known in relation to this event.